Event description:
In order to obtain information needed for investigation, lifecell communicated with (B)(6) hospital, including letters sent on 06/29/2009 and 07/09/2009. As of to date, no additional information was obtained from (B)(6). Lifecell will file follow up report(s) if additional information becomes available. Additional lot # s10480-304.